Event description:
It was reported that customer pump displayed malfunction alarm, but no blood glucose values or related symptoms were provided. There was no reported adverse impact to the customer¿s blood glucose level. Distributor noted that no events occurred on the date reported by customer and no-fault code was found in pump history, and pump was planned to be returned for evaluation while customer received replacement pump.